Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-may-2019 with the following findings: on investigation, low battery warnings and replace battery alarms were confirmed in the pump history. The pump powered on normally and electrical current draws measured high. There was visible moisture in the display due to moisture ingress at the site of a crack in the battery compartment. Additional moisture contamination was found inside the pump on the printed circuit board. Short battery life confirmed due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.